Event description:
The complainant reports an under delivery, the rate was set at 60 ml per hour. The delivery was reported to have taken 9 hours rather than 6 hours.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.